Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure contraceptive device") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic cervicitis and endocervical squamous metaplasia on (B)(6) 2022. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3380 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix left fallopian tubes : hysterectomy with salpingectomy : uterus and cervix (7.6 x 3.6 x 3.3 cm, 67 gr) proliferative endometrium. Chronic cervicitis with squamous metaplasia. Negative for atypia, dysplasia or malignancy. Left fallopian tubes with fimbria, (right fallopian tube with essure microinserts). Negative for atypia, dysplasia or malignancy. Gross description: received in formalin, labeled "uterus, cervix, bilateral tubes" is an intact uterus and cervix with attached bilateral fimbriated fallopian tubes together weighing 67 g. On sectioning of the right fallopian tube, a metallic wire device is noted in the proximal fallopian tube lumen consistent with a essure microinserts. On sectioning of the left fallopian tube, similar device is noted in the lumen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation 10064684. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: event medical device removal updated to device dislocation reporter and patient information added, medical history, lab data, indication, auto narrative supplement added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malpositioned essure contraceptive device") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic cervicitis and endocervical squamous metaplasia on (B)(6) 2022. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3380 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix left fallopian tubes : hysterectomy with salpingectomy : uterus and cervix (7.6 x 3.6 x 3.3 cm, 67 gr). Proliferative endometrium. Chronic cervicitis with squamous metaplasia. Negative for atypia, dysplasia or malignancy. Left fallopian tubes with fimbria, (right fallopian tube with essure microinserts) negative for atypia, dysplasia or malignancy. Gross description: received in formalin, labeled "uterus, cervix, bilateral tubes" is an intact uterus and cervix with attached bilateral fimbriated fallopian tubes together weighing 67 g. On sectioning of the right fallopian tube, a metallic wire device is noted in the proximal fallopian tube lumen consistent with a essure microinserts. On sectioning of the left fallopian tube, similar device is noted in the lumen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation 10064684. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3380 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.